Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1rhld, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 18-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy and retention. Patient reports the device was not helping her. Patient states she went to urgent care and the hcp (healthcare professional) said to go back to hcp who put device. Patient states at first seemed it was helping, but she hasn't been using her stimulator and the devices is off. Patient has pain in the back. Patient states the left battery is not working, something with the wire or something so device is turned off. Patient states the x-ray showed wire broke. Patient states this all started more than a month ago. Patient wondered about removing the battery. Patient services reviewed and directed to consult with hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1rhld, implanted: (B)(6) 2018, product type: lead. Patient code (B)(4) applies to lead (lot# va1rhld) only. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted they are still having bladder issues, they still gets infections (reason for implant), and their bladder doesn't empty (reason for implant). The hcp wants the patient go to bed without having to empty their bladder. No further patient complications have been reported as a result of this event.